Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿, air bubbles were seen in the gel of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The photos were reviewed and the indicated failure mode for gel airbubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode gel airbubbles-before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, air bubbles were seen in the gel of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.